Manufacturer narrative:
Device evaluation summary: this product has not been received back for evaluation. This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned, a supplemental report will be issued with the results of the evaluation. On 05/10/2013 safety alert notice c/r. Notice 3022472-5-07-2013-0001-c was issued to all customers to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
The customer reported that the screen on the monitor was flickering during use. The pt expired during the procedure, however the customer reported that it was not caused by the device malfunction.